Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported negative anion gap and falsely depressed sodium (na) results were obtained on three patient samples on the dimension vista 500 instrument. Quality control (qc) results were also low on the day of incident. Siemens remotely assisted the customer and flushed the integrated multisensor technology (imt) sample and vent ports with bleach and hot water, aligned the imt module, and primed the imt and aliquot probe pumps 20 times. The customer ran na qc 10 times. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced the imt rotary valve and two-way valve, auto aligned the imt, ran imt diagnostics and system check and ran qc 10 times, which recovered acceptably. The customer ran qc without any issues. Siemens further evaluated the event and determined that an issue with fluid and air flow by the rotary valve and two-way valve in the imt potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that negative anion gap and falsely depressed sodium (na) results were obtained on three patient samples on the dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on the original instrument and the repeat results were reported to the physician(s). Subsequently, the samples were repeated on an alternate dimension vista instrument. The repeat results were higher than the erroneous results and matched the patients' histories. Except for the last result for sample identifier (B)(6), the repeat results obtained on the alternate instrument were reported, as the correct results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the negative anion gap and falsely depressed na results.